Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/24/2015 with the following findings: a review of the pump¿s prime history showed no evidence of large prime volumes. During testing, the ez-prime steps were performed correctly with no warnings or alarms. The force sensor calibration was found to be within required specification. The pump case was removed and there was no evidence of damage observed on the force sensor pins. The complaint of a prime issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime issue. The reporter indicated that there was large prime volume after priming and the insulin ¿was slow to come out of the tubing.¿ there was no indication that the device caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a prime issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.